Event description:
It was reported when using the bd relion® insulin syringe, the device experienced a damaged / broken product and hub separation. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported needle hub separated, flanges on barrel broken prior to use consumer reported, removed needle shield and needle hub separated 2 syringes affected.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported when using the bd relion® insulin syringe, the device experienced a damaged / broken product and hub separation. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported needle hub separated, flanges on barrel broken prior to use consumer reported, removed needle shield and needle hub separated 2 syringes affected.

Manufacturer narrative:
D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. Investigation: customer returned (4) loose 0.5ml syringes from lot# 9176542. The customer reported that, when removed, the needle shield and needle hub separated, and stated flanges on barrel broken prior to use. The returned syringes were examined and it was observed that 2 syringes exhibited a detached needle hub/shield assembly. No damage to the barrel tips was observed. It was also observed that 3 out of the 4 returned syringes exhibited broken flanges ¿ for two syringes only one flange was broken, and on the other both flanges were broken. A review of the device history record was completed for batch# 9176542. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted for out of spec shield pull. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd relion® insulin syringe, the device experienced a damaged / broken product and hub separation. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported needle hub separated, flanges on barrel broken prior to use. Consumer reported, removed needle shield and needle hub separated 2 syringes affected.